Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: who fired the device, the surgeon or someone else? The device was fired by the surgeon. Was the sales rep. Present as the incident occurred? The sales rep was not present. Was the user trained? The user was trained by (B)(6). How often has this person used the device? She uses the device more than 3 times/month on which firing(s) did this event occur (1st, 2nd, 3rd, etc.)? The surgeon thinks the event occurred on the 2nd firing. If not the first firing, were there any problems reloading the device? There were no problems reloading the device. After the closure trigger was advanced, did the surgeon reposition the tissue? The surgeon did not reposition the tissue after the closure trigger was advanced. Did the surgeon inadvertently grasp the firing trigger prior to firing the instrument? The surgeon did not grasp the firing trigger inadvertently prior to firing the instrument. Was the surgeon able to confirm that the intended tissue was in the closed jaws of the instrument prior to firing? The surgeon did confirm that the intended tissue was in the closed jaws prior to firing. Was the tissue evenly distributed within the jaws of the instrument? The tissue was evenly distributed within the jaws. Patient consequences? There were no consequences for the patient. What was the patient¿s pre-op diagnosis? The patient pre-op diagnosis was "hemorrhoids, bulky rectocele". Please provide the patient¿s sex, (B)(6), female, regular weight. What is the current status of the patient? The current status is good. The analysis results showed that the str5g device was received in good visual conditions and with four cartridge reloads present. The reload were received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported during a correction of rectal prolapse procedure when the device was fired, it cut, but the staples were not all applied, and the hole has been closed with sutures. There was no patient consequence.